Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. Device communicated properly with test guardian link transmitter. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with syringe. Customer reported that the insulin pump received an insulin flow blocked twice and it was due to a bent cannula. Customer also had an issue with sensor and asked for multiple blood glucose requests. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer was advised that site related issues, such as bent cannula tend to be contributing factors in high blood glucose. Customer declined to check their insulin pump programming to ensure all programming was correct and matched their healthcare professional's instructions. The insulin pump was returned for analysis.